Event description:
The ge oec 9600 fluoroscopy system workstation would not boot when connect for pacs download.

Manufacturer narrative:
A ge oec service representative investigated the issue and limited service information is available. Generally a defective hard drive may be replaced for this issue. If updated information will be reported if issue is different than known boot problems. This issue occurred while connecting to a pacs. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect were reported because of this malfunction.